Event description:
Subsequent to the previously filed medwatch, the self-expanding stent system (sess)was returned with the innermember and tip separated. Follow-up received from the account stated that the separation occurred during the procedure; however, the separated portions were removed with the sess on the guide wire without intervention or complications.

Event description:
It was reported that the procedure was to treat a long lesion at the tibial peroneal artery and popliteal artery to mid femoral artery. Pre-dilatation was performed. Three supera stent implants were deployed without issue in the popliteal to femoral artery with good results. The 4.0mmx80mmx120cm supera self-expanding stent system (sess) was advanced to the tibial peroneal artery without issue and the stent implant was deployed. However, resistance was noted during removal of the delivery system and the stent implant was explanted with the delivery system and removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another supera sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The deployment difficulty could not be tested as the stent had been deployed. The reported difficulty removing could not be confirmed as it was based on case circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.